Event description:
The customer reported that the system displayed an error code 25. No patient injury was reported.

Manufacturer narrative:
(B) (4). Results code: error code displayed. The system was repaired, found to be operating as intended, and released to the customer for use.